Event description:
Customer reported to beckman coulter, inc. (Bec) that a clear fluid was leaking from the manual sample probe of the coulter lh 780 hematology analyzer. Customer reported that they observed the leak while troubleshooting the manual sampling probe error which occurred at startup. There was no report of patient results affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the leak was from the I-beam tubing that disconnected from the y at the retic clear pump. The fse found the I-beam tubing going through pinch valve 95/98 was pinched, causing the tube to disconnect when the clear pump activated. The fse replaced the black stripe I-beam tubing. The fse found the probe wipe error was from a defective probe wipe assembly. The motor could not move the cleaning truck up and down. The fse replaced the probe wipe assembly. The fse verified the operation of the instrument

Manufacturer narrative:
Evaluation - results (B)(4): probe wipe assembly. Bec identifier for this complaint is (B)(4).